Manufacturer narrative:
H6 investigation based upon all information received. The device was available for evaluation. Visual inspection noted the safety latch was broken as a result of rough handling. Functionally, the wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The staple guide was reloaded with staples and applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed, and the knife cut the media cleanly and completely. All staples were deployed, and proper staple formation observed. The instrument as received was confirmed to be correctly assembled to actuate as expected, despite the tactile stop missing inside the instrument. It was reported that the leak test showed bubbles along the staple line. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by forcing the instrument to perform a complete firing while safety was not disengaged with the additional extreme condition of over indicated test media which simulates thick tissue. In order to complete the firing, the device handle was forced until breaking the safety latch/body area; the pushers deployed but it did not reach the anvil leading to potential shallow traces of knife cut and potentially staples deploy, but remained open. It was also reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection of rectum, the handle was very stiff when used, and it was felt that the stapler was not stapling the tissue. The leak test was also positive, and there was room in the intestinal tract, so the surgeon cut again and performed anastomosis. Another device was used to resolve the issue and anastomosis was able to be performed without problem. The surgical time was extended by less than 30 min.